Manufacturer narrative:
Follow-up information received on 05-aug-2016: despite follow-up attempts, no response was given to date. Company causality comment this medically confirmed spontaneous case report refers to (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted for permanent birth control but the unit did not deploy correctly and upon removal, it came out in pieces. Device breakage during essure removal is a listed event in the reference safety information for essure. In the present case, during insertion the device did not deploy correctly and upon removal it broke. Since the device breakage occurred during essure procedure, causality with the essure inserts cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Based on available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6) year-old female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number d06933 (expiration date 28-sep-2017) for permanent birth control. On (B)(6) 2016, provider went in to place the coils and the unit would not deploy correctly and upon removal, it came out in pieces. Follow-up received on 02-may-2016: information received from physician states that, on (B)(6) 2016, patient had an attempt of essure (lot number d06933, expiration date 29-sep-2017 and model number ess305) insertion for permanent sterilization. During placement deployment difficult, micro-insert breakage and bent tip occurred. According to health care professional, first device had a bent tip (supposedly when it was removed from the box) (discrepant information) and the second device failed to deploy; physician states that, when backed out, the device came out in pieces. It was also informed that no technical issues occurred. No bilateral placement was achieved. Company causality comment: this medically confirmed spontaneous case report refers to (B)(6) year-old female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted for permanent birth control but the unit did not deploy correctly and upon removal, it came out in pieces. Device breakage during essure removal is a listed event in the reference safety information for essure. In the present case, during insertion the device did not deploy correctly and upon removal it broke. Since the device breakage occurred during essure procedure, causality with the essure inserts cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Further information has been requested. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a medical doctor and describes the occurrence of device breakage ("upon removal, it came out in pieces") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "1st device bent" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), device deployment issue ("unit would not deployed correctly / 2nd device failed to deploy"), complication of device removal ("complication of device removal") and complication of device insertion ("device insertion failed"). At the time of the report, the device breakage, device deployment issue, complication of device removal and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage and device deployment issue with essure. Most recent follow-up information incorporated above includes: on 25-jul-2017: update of quality-safety evaluation of product technical complaint. Ptc global number, FDA codes, sample received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information received on 26-may-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). (B)(4). As of 23-may 2016, the rqu (responsible quality unit) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all instructions for use (IFU) steps have not been completed user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper this action could also lead to breakage of the outer coil of the micro-insert. Deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the IFU, the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback under normal circumstances, when the physician completes the proper essure placement steps the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs the outer coils should expand, if it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect similar ae cases is not applicable. Company causality comment: this medically confirmed spontaneous case report refers to (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted for permanent birth control but the unit did not deploy correctly and upon removal, it came out in pieces. Device breakage during essure removal is a listed event in the reference safety information for essure. In the present case, during insertion the device did not deploy correctly and upon removal it broke. Since the device breakage occurred during essure procedure, causality with the essure inserts cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Based on available information a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).